Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was not receiving effective stimulation. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention, where his scs system was removed.